Event description:
It was reported that during surgery, the stem impactor rod broke and another one was obtained. The patient was not injured.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).